Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination of the device identified no issues with the blades of the device that could have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. Visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak approximately 8.5mm distal to the distal end of the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. No issues were noted during inflation of the balloon, however the pressure could not be maintained due to the pinhole in the balloon material. A visual and microscopic examination of the device identified no issues with the tip or markerbands of the device that could have potentially contributed to the complaint incident. Visual and tactile examination identified no damage or any issues along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous shunt. A 5.00mmx 50cm 2cm peripheral cutting balloon¿ was selected for use. During procedure, the device was advanced into the target lesion; however the balloon did not expand at all during the first and second dilatation. Upon third dilatation, it was noted that the balloon ruptured at 10 atm right before reaching the rated burst pressure (rbp). The procedure was completed with another of the same device. No patient complications were reported.